Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default.

Event description:
It was reported that insyte autog bc wing pnk 20ga x 1.0in would not fully retract into the safety device. The following information was provided by the initial reporter: "I started an IV today with a bd IV, and the needle would not fully retract into the safety device."

Event description:
It was reported that insyte autog bc wing pnk 20ga x 1.0in would not fully retract into the safety device. The following information was provided by the initial reporter: "I started an IV today with a bd IV, and the needle would not fully retract into the safety device."

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.